Event description:
It was reported that, "during the case they impacted the cup on the offset impaction inserter, got it into position by hammering it down, when we tried to unscrew/disassemble the insert from the cup we could not get it to disengage."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available, then it will be submitted in a supplemental report.